Event description:
The patient presented in the clinic with noise on the lead. X-ray revealed externalized conductors from approximately 3/4 down the lead to the distal coil. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.